Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited high thresholds and noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 28.9 - 29.8 cm from the distal tip. The abrasion resulted from constant friction with another device, which could have caused the reported noise problem.